Event description:
Per the audiologist's report, this patient heard popping and then could no longer hear with his cochlear implant. External equipment was swapped but this did not help the problem. Using the appropriate diagnostic equipment, it was determined that the device was not functioning according to manufacture's specifications. The surgeon has scheduled his explantation/reimplantation surgery for 2006.